Event description:
It was reported that a user requested to return the ilet after experiencing variable blood glucose including episodes of high glucose while using the device; the user is physically active and frequently snacks and had completed initial training. Symptoms included low and high glucose events. Outcomes included no injury, no hospitalization, and no medical intervention reported. Troubleshooting and education were provided. Investigation included a review of the complaint details. Investigation of this case revealed the cause of the hyperglycemia and hypoglycemia was unclear. It was concluded that no device malfunction was confirmed and the event was not attributable to a specific device component. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.